Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the unit intermittently would go from standby mode to run mode multiple times.

Manufacturer narrative:
The product was not physically returned for investigation. The unit was repaired and the customer's site. Based on the service report provided, the power supply in the unit was replaced and the unit was found to function properly. Based on previous complaints with the same reported failure, the most probable root cause can be determined to be a power supply issue. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure, the unit intermittently would go from standby mode to run mode multiple times.